Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was provided for investigation. The problem could not be confirmed. The root cause could not be determined. No injury or medical intervention was reported.